Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device misfired twice during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned ten units 528135 visistat 35r 6/box for investigation. All returned samples were representative samples. The a ctual sample was not returned. The returned samples were visually examined with and without magnification. Visual examination of the returned devices revealed that they all appear typical. No defects or anomalies were observed. The staplers were all returned with between 36-39 staples remaining in the cartridge. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from all ten returned staplers. For each stapler, the trigger was engaged using hand pressure. Upon full engagement of the trigger, a staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. No functional issues were found with any of the representative samples. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as only ten representative samples were returned and there were no functional issues found with the devices. The reported complaint of "stapler misfire" could not be confirmed since the actual sample was not returned. Ten representative samples were returned in place of the actual sample that resulted in the complaint issue. The returned stapler were able to form and release all remaining staples in the devices. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample.

Event description:
It was reported that the device misfired twice during use. There was no patient injury.